Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the product code sxmp1b101, lot paj545 used? Unknown. Procedure date? Prior to complaint. Procedure name? Not provided. Tissue layer that suture was placed? Skin. Was there any wound dehiscence? Dr felt it wasn¿t holding skin together immediately after suturing. Prineo was put on top for all. Was there any medical or surgical interventions performed? No. Was there any adverse patient outcome? No. Update to patient current condition? Patient ok.

Manufacturer narrative:
(B)(4). Only pictures and a video were returned for analysis. Upon visual inspection of the material, a suture that no engage could be observed on the video. However, the surface related defect could be observed. No conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number. Procedure date. Procedure name. Tissue layer that suture was placed. Was there any wound dehiscence? Was there any medical or surgical interventions performed? Was there any adverse patient outcome? Update to patient current condition.

Event description:
It was reported that a patient underwent foot surgery on an unknown date and barbed suture was used. The surgeon felt that the barbed suture slips and could lead to wound dehiscence. The suture pulls through the tissue like there are no barbs. There is gaping even after finishing with two back stitches. Additional information has been requested.